Event description:
It was reported that the atrial impedance has been high for some time and capture threshold is also high. The lead remains in use. Intervention has been planned for when the device reaches the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.